Manufacturer narrative:
Complete initial reporter name: dr. (B)(6). Complete event site address: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted as the balloon part was broken. A second iab was opened but the same issue occurred. The customer managed to monitor and recover the patient with inotropic agents. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00311.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender tubing and insertion components were also returned. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing and inner lumen near the y-fitting approximately 71.9cm and 76.5cm from iab tip. The optical fiber was found to be broken within the membrane approximately 20.3cm from iab tip. A second break in the optical fiber was found broken within the catheter tubing approximately 72.9cm from iab tip. Additionally the inner lumen near the proximal end within the membrane was found to be deformed. No breaks in the iab catheter was observed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).